Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation of the pacemaker, high impedance was observed on both the right atrial and right ventricular leads. The leads were capped and replaced on (B)(6) 2017. The new leads were connected to the pacemaker however high impedance was still observed. The pacemaker was explanted and replaced. Upon interrogation of the newly implanted system, the measurements were normal. The patient was stable after the procedure.